Event description:
It was reported that the device was not providing pacing support, had no magnet response, and was unable to be interrogated via inductive and radiofrequency telemetry. Premature battery depletion was suspected to be the cause of the event. As a result the patient experienced a slow heart rate. The device was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.